Event description:
The device was reported to shock patients on channel 2. Upon evaluation, the unit was found to have an incorrect output parameters on channel 2. It would produce a high voltage pulse at low settings, this would occur from as low as 0.1ma output. The waveform is badly distorted. No patient data, treatment parameters, and resulting conditions/parameters was provided. No reported injury treatment and/or post injury treatment was noted from the complainant.

Manufacturer narrative:
The device was evaluated by field staff. The device stim board was replaced and the device functioned as intended. The printed circuit board was returned for evaluation by engineering. The evaluation determined a transient over-voltage on the stimulator printed circuit board which result in components on the board to malfunction resulting in the shock to the patient. The pcb software version 2.3 or higher will prevent the effects of an over-voltage in this circuitry.